Event description:
It was reported that the patient is concerned that someone is accessing their dbs therapy without their permission. They report that earlier in the day, their max amps were set to 4.5 but they unexpectedly increased to 5.5. They report feeling the stimulation change erratically. This only stops when they reconnect their communicator that gave them an 808 code initially and a message indicating that something was blocking the connection. They are worried that this may be due to their roommate in their group home who has a background in cybersecurity. They are concerned as the erratic therapy changes are bothersome. Additional information received from patient indicating that issue remains unresolved, no actions have been taken to address this yet. Modulation of their settings has induced suffering. Additional information received from rep that hacking has not been confirmed and hcp suspects the patient¿s pre-existing diagnosis could be causing some paranoia. A thorough device check will take place when he¿s admitted into the hospital. Further clarification was received indicating that patient was admitted to the hospital on 4/22 where the device was checked and no device issue was identified, normal readings. Patient paranoia is not caused or related to dbs system. No further action is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.